Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that this is an intermittent failure. Time to time, no more spo2 signals will be displayed (no red light). User has replaced cable and sensor by brand new ones. Failure remained unchanged. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. During testing the unit was able to power on using both battery and ac power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was left on for 45 minutes while attached to a tester and no intermittent readings were observed. Internal inspection showed bad connection between the u66 chip and the mx-1 board, if the chip is moved slightly the board would stop responding, this failure would cause intermittent readings. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data: corrected "report source" field from "foreign; health professional; user facility" to "company representative; foreign; user facility".